Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact on the customer's blood glucose level. The customer declined a follow-up, and no further information was obtained regarding the outcome of the event.